Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(4) 2013. The customer reported that a washer fell from the ez breathe atomizer into his mouth while using the device. He reported that he did not require any medical interventions to recover the component. The patient is a (B)(6) year old male with a past medical history that is significant for asthma.

Manufacturer narrative:
Health & life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health & life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) and (B)(4) 2013, respectively.